Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was not able to insert the stylet in the right ventricular (rv) lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The stylet was damaged. The distal low voltage electrode of the lead was covered in blood. The analyst noted the lead was returned with the stylet still inserted in lead. Removed stylet from lead, the distal section of stylet is found bent. Using a stylet sample to perform insertion test, it passes through the pin, the lead coil lumen to the tip without obstruction. If information is provided in the future, a supplemental report will be issued.